Manufacturer narrative:
The transmitter was received with contamination on the contact pins. However, the transmitter passed the functional testing.

Event description:
It was reported the customer had diabetes ketoacidosis. The customer stated their adverse event was caused by the insulin pump malfunctioning. Customer's blood glucose was 180 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-57269.